Event description:
Follow-up identified the patient experienced ineffective stimulation due to the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient's leads had migrated. Subsequently, surgical intervention was undertaken to explant and replace the leads. The issue has reportedly resolved following the surgical intervention.